Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no related previous repairs in the last 12 months. The initial customer issue was confirmed. Upon further investigation, a defective upstream occlusion (uso) sensor, cracked uso seal and defective air detector were found. The uso sensor, uso seal, dso seal and air detector were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for the device exhibited resistance in opening the battery door due to the battery springs impeding its movement, during device evaluation, a cracked upstream occlusion (uso) seal, defective uso sensor and defective air detector were found. There was no patient involvement.